Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone, phone_control_android. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system tp1a.220624.014.g981u1ueschxl1. Cloud - smartphone hardware sm-g981u1. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the emergency room with hyperglycemia. The patient's blood glucose level rose to 600 mg/dl. The patient reported that their pod was due to expire and went to activate a new pod the omnipod 5 application asked her to log in with her ID and password and she was not able to log in. The patient did not have a back up method of insulin delivery and went to the ER. At the ER, the patient was treated with intravenous fluids, short acting insulin and was prescribed insulin syringes and long-lasting insulin. The patient was discharged after 7 hours.